Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary incontinence, urinary problems, incomplete bladder emptying, dyspareunia, and worsening. No further information has been provided.